Event description:
After 67 months of implantation, the device involved in this MDR report was explanted and returned because of cross-sensing in both channels: sensing in the ventricle of atrial events and sensing in the atrium of ventricular events were observed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.